Manufacturer narrative:
Evaluated by mfg field was initially reported as "no" and it was changed to "not returned" since the product was not returned for analysis. (B)(4).

Manufacturer narrative:
A 3500a supplemental report will be submitted to the FDA as required if additional information is provided by the customer. Concomitant products: stockert 70 system us: catalog #: s7001, (B)(4). Carto 3 system us: catalog #: fg540000, (B)(4). Cool flow pump us: catalog #: cfp002, (B)(4). (B)(4).

Event description:
It was reported that during an ischemic vt procedure, the patient developed an intramyocardial hematoma. The patient had scar tissue in the lv around the mitral annulus, presumably from a mitral valve repair previously performed. Extensive ablation was performed around this area and toward the end of the case, when the physician was deciding on whether or not to stop the ablation, he noticed from the carto sound image that there was an intramyocardial hematoma, so he decided to stop. The patient was in ICU (intensive care unit) and required extended stay because developed ards (acute respiratory distress syndrome) from a code of the previous day of the procedure that the patient aspirated fluid into the lungs. The physician's opinion regarding the causality of the event was classified as procedure related, he said that the hematoma was a result of extensive ablations. The event did not require additional intervention or treatment.